Event description:
It was reported that on (B)(6) 2014 the patient was in cardiogenic shock and fibrillation. The mid left anterior descending artery (mlad) was totally occluded by thrombus. While unpacking the whisper ms guide wire (gw) the operator noticed an unusual look of the gw tip - there was no polymer cover on the distal part, just coils and core. Because of shortness in time they used the gw, crossed the thrombus, successfully delivered the pre-dilatation balloon catheter, but felt resistance during delivery of the non-abbott stent. The stent delivery system was then removed. Then they took another whisper ms gw, the tip was ok but a polymer defect was noticed approximately 1 mm long in the mid of polymer part of the gw. This gw was delivered and the first whisper gw was removed and it was noticed that the hydrophobic coating was also damaged. A multilink stent was successfully delivered on the gw and implanted in the mid-lad and then a non-abbott was implanted through side cell after pre-dilatation by a mini trek balloon catheter in the diagonal. The procedure finished successfully with no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The hi-torque whisper referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The irregular appearance and difficult to position were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the hi torque guide wire instructions for use (IFU) states: prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged guide wires. Using a damaged guide wire may result in vessel damage and/or inaccurate torque response. Based on the reviewed information, no product deficiency was identified.